Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. Additionally, the patient reported that they are no longer able to perceive stimulation. The elective replacement indicator was not, indicating that the generator was not at end of service. It was reported that the device did not stimulate after being swiped with the magnet to initiate magnet mode stimulation at the office visit. Lead break is suspected, although review of x-rays did not reveal any obvious discontinuities in the ncp system exploratory surgery is planned.